Manufacturer narrative:
H6: a review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted were: tg3415/04556907. Tg3410/04797949 and tg3720/04224737.

Event description:
In 2007, the patient was treated for an enlarging suprarenal and thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. Due to comorbidities a hybrid procedure was performed. The abdominal aorta was debranched and the gore tag thoracic endoprosthesis deployed. A one month follow-up CT revealed a distal type I endoleak and aneurysm growth. Two months later, a re-invention was performed. Two additional gore tag thoracic endoprostheses were deployed and resolved the endoleak. The patient was reported to be doing well.